Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® plus plastic serum blood collection tubs with hemogard¿ closure, 3 tubes experienced stopper-pop off. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on evaluation of the customer samples, further investigation has been initiated for this product issue. The investigation is still on-going and improvements will be made as the potential causes are identified. A CAPA has been initiated to document further investigation and root cause analysis relating to this product issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.